Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Data analysis revealed that inratio and lab inr results reported by end user meet accuracy criteria. Inr results of 5.7, 6.2, and 6.3 are above 5.0 and are not considered discrepant within the context of the documented variability for inr testing. No further investigation will be pursued. Per general description of the complaint, patient might have had bleeding in her urine. However, bleeding was not observed by the nurse on the day of testing. As of 05/13/2010, twenty-eight discrepant result complaints were reported for lot # 126973 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.